Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device experienced premature battery discharge with over fifty percent depletion in less than a day, leading to a determination that a replacement was needed and advising that the device might not remain water resistant and that backup therapy should be in place; the affected component was the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.